Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on 01/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump battery compartment was observed to be cracked below the bumper pad. The battery cap was not returned with the pump for testing; a test battery cap was inserted and the test cap successfully tightened to the pump. Unrelated to the battery compartment issue, the keypad rubber was noted to be thinning. (B)(6).